Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 589 mcg/day via an implantable pump. The hcp reported no decrease in symptoms compared to trial. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/trouble shooting included a catheter access port (cap) aspiration on 07/21/2025 and the catheter was unable to aspirate. No surgical intervention occurred or was planned. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-oct-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the catheter was unable to aspirate, and the physician found out the catheter was kinked at the anchor. They believed it happened during the implant in 2024. The patient did not get symptom relief. It was noted that the catheter access port (cap) aspiration was performed. The physician elected to replace the catheter. The physician refused to return the catheter. The issue was resolved. The physician has no further information for medtronic